Event description:
It was reported the pt's charger communication was intermittent. The ipg was assessed by the physician and is not believed to be implanted too deep. There are no issues with connecting to the ipg. Subsequently, the pt has not lost or gained weight. Troubleshooting was attempted by the sjm rep to no avail. The pt was without stimulation. A replacement charger was sent. F/u identified surgical intervention may be undertaken as the replacement charger was unsuccessful. Investigation further revealed the ipg was replaced on (B)(6) 2014 with effective therapy achieved postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.